Manufacturer narrative:
The event of "slight firmness" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 4. Warnings: ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions: ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. 6. Adverse events per table 1: injection site responses by severity after initial treatment occurring in > 5% of treated subjects, possible injection site responses post injection with juvéderm volbella® xc include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. C. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported patient was injected in the marionette lines and nasolabial folds with one syringe of juvéderm vollure¿ xc. Patient was concomitantly injected with juvéderm volbella® xc. Approximately 6 weeks later the injection site of the juvéderm vollure¿ xc became "red and puff". Physician also reports the "juvéderm volbella® xc had slight firmness but no erythema." Patient was treated with vitrase on two occasions and was prescribed prednisone and azithromycin. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00292 (allergan complaint #(B)(4) ). This MDR is being submitted for the second suspect product, juvéderm volbella® xc, also a device manufactured by allergan.